Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported "communication issues" and channel disconnect issues with the pumps. An example was an event occurred in intensive care unit during an infusion of a vasopressor or critical medication. The channel reportedly "will lose connection" from the pcu related to an issue with the iui connector. The iui connector was described to be "heavily corroded." The customer added issue with latching the modules with the pcu as the module latch gets "stuck in" due to the build-up of contaminants, "gumming up in the release mechanism." Photos was provided in the report. There was patient involvement but unknown impact.

Event description:
It was reported "communication issues" and channel disconnect issues with the pumps. An example was an event occurred in intensive care unit during an infusion of a vasopressor or critical medication. The channel reportedly "will lose connection" from the pcu related to an issue with the iui connector. The iui connector was described to be "heavily corroded." The customer added issue with latching the modules with the pcu as the module latch gets "stuck in" due to the build-up of contaminants, "gumming up in the release mechanism." Photos was provided in the report. There was patient involvement but unknown impact.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone.